Manufacturer narrative:
Technician suggest that account check the motor wiring and to check the electrical output to the motors. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleges the hi/low drives are running opposite of each other. The foot will run up and the head will run down and vice versa.